Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete essential performance testing ) has been confirmed. Upon investigation the trunk cable was missing and the j702 was broken of the distribution node (dn) pca. The root cause for the severed cables was physical abuse. No adverse event resulted from the defective electrode belt. Sure.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.